Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. Field service engineer (fse) found dried specimen covering tip clamp, plunger clamp and sleeve at position #8. Fse inspected and cleaned all parts and verified proper x-arm calibration. The instrument was tested without further problem and was returned to expected operation.